Manufacturer narrative:
Submit date: 05/06/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports the product broke and was leaking just below the molded strain relief on the extension. The customer reports the uvc was placed (B)(6) 2011 and removed (B)(6) 2011 and a peripheral IV was inserted.